Event description:
Treatment of a right unruptured cavernous (cav) aneurysm measuring 25 mm x 10 mm. It was reported that the patient had two pipelines implanted on (B)(6) 2013 and was found unresponsive on (B)(6) 2013. The patient was diagnosed with an ipsilateral intraparenchymal hemorrhage and subsequently expired on (B)(6) 2013.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, as they were implanted in the patient. The other device involved in the event is: model: fa-77450-14 / lot: au11-090 / dom: 08/31/2011 / exp: 08/31/2014. (B)(4).